Event description:
It was reported that balloon rupture occurred. The (B)(4)% stenosed target lesion was located in the severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, right after the first inflation at 6 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and the patient condition was good.